Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)/ bleeding and pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included premature menopause in 2011, depression, hematometra, prediabetes, asthma and renal atrophy. Family history included stroke. Concomitant products included ibuprofen since october 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vision blurred ("vision/eye problems type: vision blurred"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy and she essured removed.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, genital hemorrhage, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, alopecia, vision blurred, urinary incontinence, back pain and pain in extremity outcome was unknown and the menorrhagia and vaginal hemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, genital hemorrhage, menorrhagia, pain in extremity, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder problems, urinary problems. On date of insertion (B)(6) 2012 and (B)(6) 2014(discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)/ bleeding and pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included premature menopause in 2011, depression, hematometra, prediabetes, asthma and renal atrophy. Family history included stroke. Concomitant products included ibuprofen since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vision blurred ("vision/ eye problems type: vision blurred"). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy and essured removed). At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, alopecia, vision blurred, urinary incontinence, back pain and pain in extremity outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder problems, urinary problems. On date of insertion (B)(6) 2012 and (B)(6) 2014 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: reporter, patient demographics, medical history, historical drug and concomitant drugs were added. On (B)(6) 2018, she explanted essure. Added events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: urinary incontinence, device breakage, hair loss, vision/ eye problems type: vision blurred, back pain, leg pain, uterine perforation, she did not undergo an essure confirmation test. Updated event repowered term, onset dates and outcome. Event genital bleeding was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.